Event description:
In this event it was reported that an aseptico dtc motor was not calibrating and was overheating; there is no indication that injury resulted.

Manufacturer narrative:
Because a calibration failure could possibly lead to file separation, which could necessitate medical/surgical intervention to preclude permanent damge to a body structure or permanent impairment of a body function, it must be presumed that the issue would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and the motor was found to have a broken rotor magnet.